Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was discarded due to "contamination." Thus, it will not be available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a broken coil cap was confirmed. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded. The device was filled with a solution containing 3040 mg flucloxacillin in 120 ml saline.

Manufacturer narrative:
(B)(4). Additional information: upon further review by baxter personnel, the root cause could not be determined, as the actual sample was not returned for evaluation. A labeling review found the direction insert accurate and sufficient for the use/user error identified in this incident.

Event description:
Baxter (B)(4) received a report that an infusor was dropped from a patient's "bum bag" during patient use. The coil cap broke upon striking the ground, which interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.